Event description:
Glass thermometer broke in childs mouth. She swallowed the bulb. Went to emergency and had x-ray taken. She was given something that would make the mercury clump together so it would pass.